Event description:
False positive troponin I (tni) results (4.33 ng/ml) with triage sob panel, negative results (0.1 ng/ml) on dade using whole blood specimen for one pt. Initial and discharge diagnosis not available. No info on what if any additional procedures were performed. Falsely elevated tni results may lead to invasive procedure or medication.

Manufacturer narrative:
Product support (ps) confirmed the client's observations that triage results were higher than on an alternative analyzer. A 68-74% decrease in tni signal was observed on triage when the samples were treated with hama blockers. Ps received samples from the client, and tested them against triage sob devices as well as against a secondary test platform, beckman access ii. Ps observed high recovery of tni on triage (3.8 ng/ml) relative to the secondary beckman test (0.03 ng/ml). The samples were also treated for hama antibody interference. Significant decreases in tni recovery were observed on the triage product with treated samples (1.02 ng/ml). The data confirmed sample-specific hama antibody interference of sample with triage. Mfg document review indicated no issue with tni recovery.